Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually examined and microscopically tested. The first cylinder had two holes in the outer tube caused by input tube wear and the second cylinder had a leak in the input tube due to fatigue near the input sleeve. The pump did not pass activation testing. Based on the analysis results, the reported event is confirmed. It is likely that the pump not passing the activation test and the input tube leak in the second cylinder caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prothesis (ipp) suddenly stopped working. The patient stated that the pump did not recover as it used to and could not be inflated as before. During the revision surgery the cylinder and tubing were found to be broken. The device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that an inflatable penile prothesis (ipp) suddenly stopped working. Patient stated that the pump did not recover as it used to and could not be inflated as before. During the revision surgery the cylinder and tubing was found broken. There were no further patient complications.